Event description:
A patient was treated with the visica system for a fibroadenoma of approx 0.7 xm in size. The procedure was started and about 2 minutes into the procedure, the physician became concerned that the distal end of the probe was too near the patient's skin. The skin retracted and appeared red. The physician attempted to inject saline to separate the skin from the iceball, but could not successfully do so. He abandoned the second freeze cycle. The patient's skin appeared to be fine within 10 minutes of the procedure's end. The physician saw the patient shortly after the procedure and observed some ecchymosis that is consisent with the procedure and "light brown patch" of about 1.2 x 0.5 cm in the area that was affected by the distal end of the probe. He instructed the patient to apply cocoa butter cream to the area. The physician reported 17 days later that the patient was doing well but had a small area of depigmented skin measuring about 1.0 x 0.5 cm in size.